Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The physician advanced an 2.5 x 12 mm omega stent to the lesion when significant resistance was met. The catheter was removed and noticed the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target vessel was moderately tortuous and moderately calcified with no stenosis and was pre-dilated.